Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the events was unknown. It was not reported if the patient was hospitalized for the events. The same day as onset, the patient began treatment with intraperitoneal (ip) vancomycin (1.5 grams daily, initial loading dose then daily), ip ampicillin (1 gram initial loading dose then daily) and ip tobramycin (100 milligram initial loading dose then daily) as a remedial therapy. At the time of this report, the patient was recovering from the events and antibiotic therapy remained ongoing. Physioneal and extraneal therapies were ongoing. No additional information is available.